Manufacturer narrative:
This report is for an unknown screw. Initial reporter phone number: reported as; (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a humeral shaft fractures with nonunion philos plate occurred. Due to non-union of humeral philos proceeds to remove the plate and implantation of new osteosynthesis plate was made with straight narrow locking compression plate (lcp) large fragments. On the x-rays it is visible that one screw is broken off and one screw is migrated. After clinical and radiological exploration it was diagnosed pseudoarthrosis of right humerus. On (B)(6) 2014 that due to the non-union it was decided to remove the plate and implant a new osteosynthesis plate that was made with straight narrow locking compression plate (lcp) large fragments. It was also reported per a medical review that there was an implant failure. Patient presented with pain and functional impotence in the top right member. There were no reports of a surgical delay. This report is for an unknown screw. This reports is 3 of 3 for complaint (B)(4).